Manufacturer narrative:
H10: a sample was returned for analysis and a lot number was provided. No issues were identified in the production history or with the sample returned. It is not possible to definitively determine the root cause. 3m will continue to monitor. End of report.

Manufacturer narrative:
A2, a4: not provided. H10: a sample has been returned and a lot number was provided; analysis is ongoing. End of report.

Event description:
Skin redness, induration, swelling, itchiness, and a burning sensation developed eight days after a breast reduction surgery at the perimeter of .where 3m micropore surgical tape was applied on both breasts. Several layers of tape were applied over sutured incisions. Skin preparation for the surgery included chlorhexidine gluconate. At the end of the procedure, the area was cleansed with a hydrogen peroxide/saline mixture and alcohol was applied to the incisions and allowed to dry prior to tape application. The tape was applied one time and was not difficult to remove. Topical hydrocortisone was applied. On post-operative day eleven, temovate(r) (clobetasol propionate) topical was prescribed, after which the symptoms improved. The reporter informed that they have used this tape product for several years without issue. The reporter felt that the newer boxes of tape had a strong glue/chemical odor whereas older boxes with a black side did not.